Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lobectomy, while the device was being used for blood vessel resection, the knife did not advance from the handle squeezing stage. The surgeon was able to press the green button. A new product was used instead. There was no patient injury.